Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements upon the patient's presentation to the hospital due to tones emitted by their ICD. Shock impedance measurements were within normal limits and no further issues were found following interrogation of the device. A defibrillation threshold (dft) test was performed with no reported anomalies. The device alert was cleared and the patient enrolled in the remote monitoring system. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.